Event description:
This is an initial, serious, spontaneous report regarding a male patient (age unknown) who underwent a cubital tunnel revision in which axoguard ha+ nerve protector was implanted and subsequently experienced incision site inflammation and implant site pain requiring explant. On (B)(6) 2025, the patient underwent a cubital tunnel revision procedure during which axoguard ha+ nerve protector was implanted. Following implantation, the patient developed localized redness, irritation, and pain at the surgical site. The condition was monitored for a period of time; however, due to persistence of symptoms, the ha+ device was explaned on (B)(6) 2025.

Manufacturer narrative:
The device utilization report was pulled on 08-june-2026. A total of (B)(6) devices reported to be implanted. The recall report was pulled 15-june- 2026. 45 devices were invoiced and sold. There were no other reported complaints for this lot. A review of the device lot history record indicated the device was manufactured to specifications. No nonconformances were identified in devices released for distribution. The lot produced 50 devices. According to the device lot history record, all devices released for distribution met the final inspection specification requirements and sterilization requirements. The reported inflammatory symptoms occurred following implantation and led to a subsequent explant; however, insufficient clinical detail is available to determine the underlying cause. Potential contributing factors, including surgical technique, wound healing conditions, and patient-specific factors, cannot be assessed or ruled out.